Event description:
During svt surgery, the operator discovered that the head of the atrial septal puncture needle was broken. After replacing the room septum puncture needle, the surgery was successfully completed. Patient has no complications.

Manufacturer narrative:
One brk transseptal needle/stylet assembly were received for evaluation. The needle tip was not returned. The distal tip of the stylet was bent. Additionally, the brk needle had been fractured and detached at its distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured needle remains unknown.